Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was not returned for evaluation and the reported event could not be confirmed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, the trigen intertan intertroch antegr nail was fractured. It is unknown if this was noticed during surgery or not; therefore, patient involvement is not confirmed.

Event description:
It was reported that, after an internal fixation surgery had been performed on (B)(6) 2020 to treat a trochanteric femoral fracture due to a fall, the patient experienced a fracture of the intertan 10s 10mm x 18cm 125 d and a mechanical complication caused by osteosynthesis failure. A revision surgery was performed on (B)(6) 2021 to treat this adverse event. The nail was removed and replaced with a total hip replacement construct, and the patient tolerated the procedure. The pathology report showed a stage ii coxarthrosis with extensive aseptic femoral head necrosis. The patient's outcome is unknown.

Manufacturer narrative:
Internal reference number: (B)(4). H11. Additional information was received by the manufacturer. Corrected fields are: b1, b2, b3, b4 and h6 (health effect - clinical code & health effect - impact code). Internal reference number: (B)(4).

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device is broken and severely scratched, rendering the device inoperative. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. As the device was found to be broken, a contribution of the device to the reported event could be corroborated. Some potential probable causes for this event could include but not limited to traumatic injury, surgical technique, surgical complication or patient medical history. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.